Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged on seven occasions after it was screwed in with the helix clearly extended as shown on fluoroscopy. There was poor current of injury. The lead was removed and examined; revealing bloody material was found on the helix. The physician requested a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged on seven occasional after it was screwed in with the helix clearly extended as shown on fluoroscopy. There was poor current of injury. The lead was removed and examined; revealing bloody material was found on the helix. The physician requested a replaced. No patient complications have been reported as a result of this event.